Event description:
(B)(4). Same case as 2134265-2010-00488. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) a dissection occurred. Angiography revealed a de novo, type b2 lesion in the mid left anterior descending artery (lad). The reference vessel diameter was 3.0mm. The lesion length was 11mm with 95% stenosis and timi 3 flow. Severe calcification and vessel tortuosity were observed. Thrombus was not present. Pre-dilatation was performed with a cutting balloon (diameter/length not provided) and a maverick 2.0mm/9mm balloon dilatation catheter. A 3.0mm/16mm taxus liberte stent was deployed at 10 atmospheric pressures (atms). Post-dilatation was not performed. Final angiography revealed a reduction in timi flow to 1 and 0% residual stenosis. A grade e dissection was identified distal to the target lesion. It cannot be determined which device may have caused the dissection. Three days later, additional treatment was performed in the mid-lad. A 70% stenosis with timi 1 flow was identified. A non-bsc stent was implanted. Final residual stenosis was 0% with timi 3 flow.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.